Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a "soy sauce stain" was found on the bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from (B)(6) to english: "after opening the package, there was soy sauce stain on the q-syte screw buckle, one of which was affected, and could be returned".

Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with three photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9305455, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a yellow tint and a piece of black foreign matter on the internal threads where the cap sits. Based off the provided photos the engineer was able to verify the reported defect. Unfortunately, without a physical sample the engineer was unable to determine the origin and cause of the foreign matter. A physical sample would be required for further testing. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that a "soy sauce stain" was found on the bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: "after opening the package, there was soy sauce stain on the q-syte screw buckle, one of which was affected, and could be returned."